Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported event was due to a failure of the crystal, designator y1 on the system pcb assembly. This crystal, designator y1 on the system pcb assembly, was thermally sensitive and would cause the device to intermittently fail to boot, or the display to flicker and reset.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified that the device appeared to be re-booting itself continuously. Physio replaced the system pcb assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device could not be powered off. During device evaluation, physio observed that the device powered on correctly, without any service indication. The device could also be switched off without observing any issues. When the device was left powered on for a while, it was observed that the screen turned blank and then re-appeared continuously, as if the device was re-booting all the time. There was no patient use reported with the event.